Event description:
During a daily check, the customer observed that intermittently, the device will not charge and other times it will take a long time to charge. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control informed the customer that the problem could be the power conversion pcb. Physio also recommended replacing the battery if it's over 2 years old, and provided the replacement part numbers. The device has not been returned to physio-control for evaluation. The root cause of the reported failure cannot be determined.